Event description:
The patient was seen in the hospital due to clinical conditions, during the visit it was observed that the patient experienced arrythmia that was treated with external defibrillator. The physician tried to interrogate the device but the device was in back-up mode with high voltage therapy disabled. Technical support was contacted and suspected that the back-up mode was due to the external shock. No further intervention has been performed. Additional information was received that the patient had passed away after experiencing arrythmia episodes. The cause of death was suspected to be due to low cardiac output and an arrhythmic storm. The device is not suspected by the physician to have cause or contributed to the patients passing.